Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329; product lot number: 0013439725; product type: 0195-heart valves; implant date: not-implantable; explant date: na. Medtronic product ID: l-evolutfx-2329; product lot number: 0013309786; product type: 0195-heart valves; implant date: not-implantable; explant date: na. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure using an evolut fx transcatheter heart valve, the valve was loaded into the delivery catheter system with frame overlap to node 2 noted. Upon the deployment attempt to 80%, valve infolding was identified. The valve was recaptured and withdrawn from the patient. A pre-implant balloon dilation was performed with a 22 mm non-medtronic balloon, and then a new valve was implanted successfully. No patient complications were reported as a result of this event.